Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, right pelvis pain") in an adult female patient who had essure (batch no. B60752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastroesophageal reflux disease. Concurrent conditions included nausea, vomiting, dysfunctional uterine bleeding, urinary tract infection, dermatitis, upper respiratory infection, sinusitis and rhinitis. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vulvovaginal rash ("rashes or skin conditions type: skin rash (vagina)"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and vulvovaginal rash had resolved. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal rash to be related to essure. The reporter commented: operative findings reveal bilateral ostia evident with one loop of coil from the left and three loops from the right with a normal endometrial lining. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, right pelvis pain") in an adult female patient who had essure (batch no. B60752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastroesophageal reflux disease. Concurrent conditions included nausea, vomiting, dysfunctional uterine bleeding, urinary tract infection, dermatitis, upper respiratory infection, sinusitis and rhinitis. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vulvovaginal rash ("rashes or skin conditions type: skin rash (vagina)"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes).). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia and vulvovaginal rash had resolved. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal rash to be related to essure. The reporter commented: operative findings reveal bilateral ostia evident with one loop of coil from the left and three loops from the right with a normal endometrial lining. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain. Most recent follow-up information incorporated above includes: on 30-apr-2019: pfs received. Lot number added and lab data added. Her demographic was added. Concomitant condition added. Events: pain, right pelvis pain, abnormal bleeding (vaginal), menorrhagia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), rashes or skin conditions type: skin rash were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.